Event description:
The account alleges that the device was not sending any signal to the nurses' station, resulting in an inability for the nurse call to send a signal to the nurses' station.

Manufacturer narrative:
The technician replaced the sidecommunication board and in-serviced the nursing staff on the correct process when disconnecting the device for transport, which resolved the issue. The device functions as designed. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.